Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to the display with auditory and vibratory features. The display had a pinkish discoloration. Keypad symbols were worn but no tactile issue was observed with the buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was discolored. This report is made based on the results of investigation completed on (B)(4) 2014.